Event description:
While pt was being intubated, the sleeve holding light source came loose and fell into patient's mouth. This was noted by the anesthesiologist. Sleeve was successfully removed, no pt sequelae.